Event description:
It was reported that the patient was implanted on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to joint pain. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the patient was implanted on an unknown date. Subsequently, patient was revised on an unknown date due to joint pain. The modular head and liner were removed and replaced.